Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium results. The results were reported outside the laboratory; however, patient treatment was not affected. After customer noticed that several of the patient samples failed the delta check, with results of 128 / 129 millimoles per liter (mmol/l), the patient samples were rerun on another dxc instrument, the results of which were within "normal range." Two of the patient sample results were reported, and then amended with the repeated results prior to patient treatment. Customer was not able to provide exact patient data, but verbally provided data for one of the corrected reports. The original result was 130 mmol/l, with a repeated result of 137 mmol/l. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to perform the routine ion selective electrode (ise) twice weekly maintenance, and then to clean the modular chemistry sample probe. After recalibration, the quality controls were within range. The cts then confirmed with customer that the troubleshooting effectively resolved the instrument issue, and that the instrument's performance was acceptable.

Manufacturer narrative:
The issue was resolved after the customer technical specialist (cts) assisted customer with troubleshooting the instrument, by instructing customer to perform the ion selective electrode (ise) twice weekly maintenance and to clean the modular chemistry sample probe. The cts confirmed with customer that this troubleshooting effectively resolved the instrument issue, and customer has not called back to report any further issues. (B)(4).